Event description:
This is a general report in response to an FDA warning of the potential problem associated with cardiac monitors for pts with ventilation rate-adaptive implantable pacemakers. The reporting facility has recognized the problem with several pts, but has handled it according to FDA recommendations and prevented any clinical problems. The interaction is not dependent on the MFR of either device.